Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, during the image quality tests there was no image with the 180 series scopes. A worn-out lock latch mechanism was found on the video connector. The software version was upgraded. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an intermittent image when plugging in pigtail while using a video system center. No patient involvement or injury has been reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. The most probable cause of the reported incident was that the phenomenon occurred because the user tried to pull out the video connector without lowering the unlock lever, or excessive force applied to the lock lever (video connector socket) or video connector. The instructions for use (IFU) states: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."